Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The monoblock needs to be replaced. No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported that the 6600 system alarm re-set signal kept going off. No pt injury was reported.